Event description:
It was reported patient underwent a total hip arthroplasty in 1996. Subsequently, patient alleges undergoing four revisions including on (B)(6) 2001 and (B)(6) 2012 due to pain. The acetabular cup and liner were removed and replaced in the (B)(6) 2001 revision procedure. The modular head, liner and taper adapter were removed and replaced in the (B)(6) 2012 revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00476 / 00478).